Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunctioning display was confirmed and duplicated during product evaluation. This condition was caused by a defective main display. The main display was replaced to correct the reported condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review revealed no previous service events were related to the reported condition. Additional investigation is being conducted through (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "display malfunction". This condition was found in the biomed department upon power up. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.